Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Only month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 26 years and 5 months post implant of this aortic mechanical valve, the valve was explanted and replaced with a left ventricular assist device (lvad). It was reported the mechanical valve "had to be removed to prevent clotting".  No additional adverse patient effects were reported.